Event description:
Complainant reported: ventilator alarmed, then the screen frozen and delivered 60-70's breaths per minute to patient. Patient taken off ventilator, manually bagged, and placed on new ventilator. No patient harm was reported.